Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an ar-2323bcc bio-composite swivelock peek eyelet broke during insertion. The anchor was removed and a new ar-2323bcc bio-composite swivelock, from the same lot number, was used to complete the case. This was discovered during a rcr procedure on (B)(6) 2022. Additional information received on 04/14/2022: the eyelet and all broken fragments were successfully removed from the patient, nothing was left behind. Case was completed successfully without further issues.